Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of disturbed stylus calibration and the stylus was replaced and the 25-point stylus calibration then worked. A software upgrade was also performed. The device was checked and cleaned. The instrument was then found to be working ok with no problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. The programmer was returned for service. No patient complications have been reported as a result of this event.